Event description:
Customer reported receiving a no delivery alarm on the insulin pump. She stated that the insulin pump had not been exposed to an MRI. The insulin pump passed the displacement test. Customer stated that the alarm occurred the night before when trying to treat for a high blood glucose. Afterwards, the blood glucose reading dropped to 30 mg/dl. Customer was advised that this could have happened due to an occlusion causing pressure that was released after she cleared the alarm, causing all of the insulin that she missed to suddenly go into her body. The blood glucose reading at the time of the report was 205 mg/dl. She was unable to troubleshoot the issue of no delivery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.